Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) determined that the reported event was caused by user's handling. It is possible that the camera cable was defective due to a load such as twisting the camera cable by the user, causing a loose sound from the inside and the endoscopic image was not displayed. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure for inserting a ureteral stent, the endoscopic image was completely black. The user replaced the device to another device and successfully completed the procedure. The device replacement was quick and there was no extension of the procedure, because there was another device nearby. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The endoscopic image was not displayed when the device was connected to the video system center due to a defect in the camera cable. The reported endoscopic image problem may have occurred due to the broken camera cable due to mishandling by the user. This device was sold in november 2019 and has never been repaired before. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.